Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The ostial lesion being treated was located in the tight, heavily calcified left anterior descending (lad) artery. The physician attempted to direct stent the lesion with a taxus express2 3.00 x 28 mm drug eluting stent but was unable to cross the lesion. He then pre-dilated the vessel but still was unable to cross the lesion with the taxus stent. He pulled the stent back into the guide. The stent caught on the guide and was damaged and became unusable. The procedure was successfully completed with a cypher stent. No pt complications were reported. The pt's condition is reported as okay.